Manufacturer narrative:
The customer returned the meter and strips. A specific root cause was not identified for this event. The returned test strips and vial showed no defects. The returned meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. (B)(6). The maximum difference between measurements with the same blood sample was 0.0 inr. The customers' returned material complies with specifications.

Manufacturer narrative:
This event occurred in (B)(6) (B)(4).

Event description:
The customer questioned inr results from the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method and a doctor¿s coaguchek xs plus device. Based on the data provided, the results from the customer¿s coaguchek xs meter compared to the doctor¿s coaguchek xs plus meter were erroneous. At 10:00 a.m. The customer tested from a finger stick on coaguchek xs meter serial number up0254154 and the result was 4.6 inr. At 11:00 a.m. The laboratory result from a venous sample using an unknown method was 2.5 inr. The customer went to the doctor at 3:00 p.m. Where the result from a finger stick on the doctor¿s coaguchek xs plus meter was 2.1 inr. The customer tested on his meter 10 minutes later from a finger stick and the result was 4.7 inr. The customer¿s therapeutic range is 3.0 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The meter and strips were requested for investigation. Relevant retention test strips (lot 196639-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.